Manufacturer narrative:
Explant of the epic valve due to thrombus was reported. The investigation found that there was thrombus on the outflow of cusp 1 which limited its mobility. There were artifacts consistent with removal, with fractures in the sewing cuff and corresponding tears in the cusps. No inflammation or significant calcifications were present. The cause of the valve thrombus could not be conclusively determined, however the thrombus noted could cause a variety of issues with valve functionality. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Explant of the epic valve due to thrombus was reported. The investigation found that there was thrombus on the outflow of cusp 1 which limited its mobility. There was artifacts consistent with removal, with fractured in the sewing cuff and corresponding tears in the cusps. No inflammation or significant calcifications were present. There are a number of patient-specific factors that could lead to thrombus formation. The patient may not have been prescribed anticoagulants or have taken anticoagulants as prescribed. The patient also could have a blood disorder that contributed to thrombus formation or take other medication that puts them at higher risk for thrombus formation. Additional information on the case was not received, and the cause of the valve thrombus could not be conclusively determined, however the thrombus noted could cause a variety of issues with valve functionality. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in 2019, a 25mm epic valve was implanted during a mitral valve replacement. It was later reported that the valve was thrombotic. On (B)(6) 2023, the valve was explanted and replaced with a 25mm sjm masters series valve with expanded cuff. The patient status was unknown.